Event description:
During a surgical procedure, surgical drapes caught on fire. The procedure was a right and left great toenail partial excision with phenol nailbed ablation. The patient was diagnosed with bilateral chronic ingrown toenails accompanied by chronic toe/toenail infections. The procedure began with the right toe without incident. After left toenail removed and phenol applied, the surgeon used a pencil electro surgical cautery (esu) unit to stop an area of bleeding. Apparently, the phenol had not dried or evaporated. The esu ignited the phenol fumes, which ignited the surgical drape and sponge. The operating room staff immediately extinguished the flames, but the pt suffered minor burns to the left thigh, left 2nd & 3rd toes. The burns were second degree. Phenol is typically used for this procedure. The labeling instructions on the esu or the phenol do not indicate any contraindications for the use of this device with phenol. The staff present during the surgery did not sustain any injury or require any treatment following this event. The ventilation in the operating room area is reported to be sufficient. According to the facility, user error is considered to be the main contributing factor to this event. The site is currently reviewing the need to make changes to eliminate the possibility of this type of problem in the future. The site currently has policies and procedures for situations such as this where flammable materials are in use yet devices, such as cautery equipment, may be needed. There has been no history of this type of incident at this facility.